Event description:
It was reported the lower case is cracked by the arterial connector. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lower case and upper case are broken. The lcd (liquid crystal display) found out of electrical specification (missing segments). (B)(4).